Event description:
Information was received from a patient who was receiving fentanyl (concentration 599.4 mcg/day), bupivacaine (concentration 5099 mg/day) and baclofen (unknown) (concentration 22.478 mcg/day) at an unknown dose via intrathecal drug delivery pump for non-malignant pain, failed back surgery syndrome and other chronic/intractable pain (trunk/limbs). It was reported that the personal therapy manager (ptm) showed code 8286 (empty reservoir) since (B)(6) 2017 and the patient thought he could hear a ringing sound from his pump. The patient was not due for a refill at the time of this report, he was due for a refill on (B)(6) 2017 and did not recently have a refill; the pump was last filled (B)(6) 2017. The patient would follow up with his healthcare provider. There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the empty reservoir was an error in programming the device at the doctor's office. The doctor refilled the pump and the empty reservoir was resolved. No further complications were reported/anticipated.